Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter, email and phone#), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: h6 (health effect ¿ impact codes) getinge field service engineer (fse) confirmed the problem stated by customer. Unit had a significant helium leak. Fse troubleshot and found the leak to be coming from the quick disconnect port of the pump. The o-ring was torn missing half of the o-ring. Fse replaced the o-ring and performed helium leak test. Unit passed helium leak. Fse performed all pm testing and calibrations, unit has passed all test and is now ready for clinical use.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.